Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the atrial lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. The reported lead was explanted and replaced of (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing and mode switch were not confirmed. As received, a partial lead was returned in three pieced for analysis. Electrical testing, destructive analysis, visual inspection, and x-ray of the lead did not find any anomalies except for procedure damage.